Manufacturer narrative:
The b12 reagent lot number was 839242. The folate reagent lot number was 828132. The ige reagent lot number was 826690. The expiration dates were not provided. The field service engineer replaced the tubing, syringe gaskets, and sipper tubing. He performed photomultiplier adjustment, sipper pinch cleaning, and a system volume check. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple assays for patient samples and qc material from the cobas e411 disk analyzer. The samples were repeated on 10-jul-2025 on a different analyzer e411 analyzer at the customer site. Sample 1 initial b12 result was 1511 pg/ml, and the repeat result was 502.3 pg/ml the initial folate result was 20.00 ng/ml with a data flag, and the repeat result was 9.47 ng/ml. Sample 2 initial ige result was >2500 iu/ml with a data flag, and the repeat result was 1698 iu/ml. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.